Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a penetrating thoracic ulcer. The access vessels and aorta were not tortuous. There was mild to mild thrombus in the region of the proximal neck. It was reported that the devices were successfully implanted. However, two days post index procedure the patient was experiencing weakness in the right leg. The cause of the right leg being weaker than the left leg is unknown. The patient had a spinal drain placed pre-operatively and the physician is keeping the blood pressure elevated. No intervention is currently planned; the patient is being monitored closely by the physician. No clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show no obvious distal runoff issues to the limbs, and little difference between the right and left limb. The iliac arteries were mildly tortuous and calcified. Several still angiogram images at implant show that the stent graft was placed covering the lsa; no obvious stent graft issues were seen. Post-implant films were not provided; the cause of the right leg weakness could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: (unknown cause of event). Evaluation, conclusion: (unknown cause of event).